Event description:
It was reported that customer¿s pump sparks and smoke when patient attempted to charge it using tandem cable, although pump functioned normally and charged when a different cable was used. There was no reported impact to the customer¿s blood glucose level. Customer continued using pump with alternate cable, and technical support arranged shipment of replacement cable as goodwill gesture.